Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling 5194001400 on (B)(6) 2009. Mesh removal occurred on 12:00:00 am. Patient's legal representative stated pain, erosion, extrusion, infection, bleeding, urinary problems, dyspareunia.